Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review is not applicable . The customer reported that the warranty expired on january 24, 2012. A review of the certificate of conformity (c of c) is not applicable because this event occurred well past the specified device lifetime reliability under a 1-year warranty; 48 uses at average volume and 105 uses at high volume.

Event description:
The hospital reported that the scope stopped working. They called and asked for scope repairs and were given the contact information for schoelly imaging. The warranty expired january 24, 2012. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4):the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.(B)(4)

Event description:
The hospital reported that the scope stopped working. They called and asked for scope repairs and were given the contact information for schoelly imaging. The warranty expired january 24, 2012. The hospital did not report any patient effects.